Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient adaptor and titanium adaptor when the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information found in device available for evaluation?, device evaluated by MFR? And evaluation codes. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage test, and clamp function test with no issues noted. Integrity of seal surface test was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.